Event description:
It was reported that a pump motor stall occurred. The patient began to hear the critical pump alarm on the morning of 2014 (B)(6). The patient tried using the personal therapy manager (ptm) to deliver a bolus and was unable to do so. The patient did not see an error code on the ptm indicating the alarm code. At that time the patient was medically fine but was ¿anxiety ridden¿ due to the alarm. The patient was seen by the healthcare provider (hcp) at the hospital, the pump logs were checked, and the motor stall did not recover. It was unknown if a tube set message occurred after the stall. It was unknown if multiple motor stalls occurred. The pump was explanted and replaced on 2014 (B)(6). The patient had not recently received magnetic resonance imaging (MRI) and reported not doing anything unusual that may have caused the pump to stall. The cause of the motor stall was unknown. The hospital pathology department was in possession of the pump. It was unknown whether the patient had an increase in symptoms or withdrawal symptoms due to the motor stall, or whether she received oral medications and had no increase in symptoms. The physician did not report any withdrawal or symptoms. The patient also took oral medications including roxanol and oxycontin. Patient status at the time of the report was alive with no injury. The patient recovered without permanent impairment and was receiving effective therapy following the replacement. The device system delivered morphine.

Manufacturer narrative:
Product ID 8709, lot# j10993r63, implanted: 2002 (B)(6); product type catheter product ID 8598, serial# (B)(4), implanted: 2006 (B)(6); product type catheter product ID 8835, serial# (B)(4); product type programmer, patient. (B)(4).